Manufacturer narrative:
(B)(4). Batch # m52x35. Additional information was requested and the following was obtained: on second firing for the device, did the device staple? If yes, was the staple line complete? On second firing for the device, did the device cut? If yes, was the cut line complete? On 2nd firing for the device, the device stapled. The staple line was incomplete. But the part of the staple line beside the cut line was properly b-formed. On the distal part, it did not staple. On second firing for the device, the device cut until it was stuck at the seam nailing. No pieces from the device fell into the patient. All pieces from the device will be returned. The surgeon¿s feedback is that he knows the device should be fired slowly at the seam sealing, he did. The he felt force and when he put more power to push the knob slowly, the knob broke down. The surgeon doubted that whether the knife could not cut the staples the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 57 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a radical gastrectomy procedure, at the second firing, at the seam nailing, (I mean the exact position the second staple line will cover the first staple line), the firing knob broke down. Knife and hand sewing were used to complete the procedure. There were no adverse consequences for the patient reported.